Event description:
Spontaneous call from patient, pump is causing high pressure alarm sn for pump malfunction is (B)(4). Switched to backup pump. Therapy not interrupted. No other information known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available for investigation. We replaced the device. Reported to (B)(6) by: patient/caregiver; strength: 1.5mg; dose or amount: 19nkm; frequency: continuous; route: intravenous; dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.